Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that drawer 3.2 and rows a5 and a6 of drawer 4.1 were malfunctioned. A field service engineer discovered minor thermal damage on the retractor and replaced the retractor band for safety. After powering the device, the entire drawer was off the bus, so the module controller was replaced, restoring the drawer to the bus, but row a remained unresponsive. Liquid residue was found and cleaned beneath the tray, and the cubie tray was replaced. Two cubies from drawer 4.1 were manually released and corrosion was removed and handed off to escort. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered a malfunction where the drawers 3-2 and 4-1 have the entire first row of cubies grayed out and not recovering (communication error). This hindered users from accessing the medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.